Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during the surgery a part of the handle at the proximal side was broken. There was no reported prolongation of the surgery and no reported patient harm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: (B)(6). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that the t-piece is broken; furthermore the instrument head features damages and material chucking. Investigation of documentation for production and material gives evidence that the instrument was produced under specifications in 2012. Failure in material or production could not be detected. The heavy damages at the head give cause that within extensive force a nail insertion carried out and caused the crack of the t-piece. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.